Event description:
The facility reports a single caregiver was transferring the resident from the water closet to the bed. When the resident had approximately six inches left to reach the side of the bed, the left leg strap of the sling came undone. The resident was able to fall through the sling. Bumping the back of her head on the leg of the lift. The resident went to the ER that night and is now on treatment as normal.